Event description:
A pt (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected with 2 ml on (B)(6) 2009. The pt reported a urinary tract infection on (B)(6) 2011 which was confirmed by urinalysis. The pt was treated on (B)(6) 2011 with antibiotic, cipro flaxacin 250 mg bid x 5 days. The physician assessed the event as mild in severity and definitely not device related.

Manufacturer narrative:
(B)(4). At the time of this report the pt's urinary tract infection had resolved. A review of the device history records indicates the reported lot #1010627 met all specs prior to release. No deviations noted.